Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and emt visit. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient reported his blood glucose was reading low (exact bg was not provided) and that the emergency medical technician was called. Upon their arrival they treated him with glucose tablets and a liquid solution for diabetes. They stayed with him until he was stable.